Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 246 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad traces. No unexpected numbers ramping or scrolling on their own noted. Insulin pump programmed with multiple boluses all registered properly in the daily total history and also matched properly with the units left on the status screen noted. The low reservoir functioned properly. No low reservoir alarm anomaly or bolus delivery anomaly noted. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).